Event description:
A hospital alleged the 3m¿ ranger¿ high flow warming set (model 24370) leaked during use. Location of the leak was not identified. No patient or staff injury was alleged. No further details were provided.

Manufacturer narrative:
Patient information n/a. Date of event is unknown. Name and address not available. Health professional is unknown. Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Manufacturer narrative:
Product has been returned to 3m¿ for analysis. Improvement plan including new manufacturing equipment is in process. 3m¿ will continue to monitor.

Event description:
Location of the leak is heat exchanger.